Event description:
It was reported that during an endopyelotomy procedure a b1005 acucise was used once at the renal pelvis and a second time 1-2" below the original site. The second cut had a large amount of bleeding. During the same case, the guidewire unraveled at the tip at the end of the procedure.